Event description:
The target lesion was located at an ostial by-pass of the stented vessel.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent slipped off the stent delivery system. In 2005 the saphenous vein graft was described as moderately tortuous and the bifurcated target lesion was considered to be non-calcified but 80% stenotic. Prior to the procedure the patient was medically treated with heparin. Using the femoral artery the taxus express2 3.5 x 8 mm drug eluting stent was placed without pre-dilatation (unlabeled use.) After the stent was advanced into the body it dislodged from the delivery system and was stopped in the terminal part of the guide catheter. The system was removed and a different device was used to complete the procedure. There were no reported patient complications.